Manufacturer narrative:
Info provided in the voluntary medwatch did not allow for identification of actual device serial number or user contact details, without which device investigation and eval was not possible. A root cause could not be determined. (B)(4).

Event description:
Pt report, received via voluntary medwatch, (B)(4), reflects post lasik enhancement concerns which include: thin cornea due to excessive amount of tissue removal from stromal bed, severe distortions during day and night, reading up close difficulty, blurry distance vision, multiple images, high iop and induced glaucoma due to unchecked use of prescribed high strength steroids after enhancement surgery, and internal nerve damage from increased iop. Pt reports being treated by a primary physician, for the induced glaucoma. Pt reports permanent damage caused was due to either malfunction of laser; 'non calibration or defective', or due to 'programming error'. Follow up with the pt was not possible due to lack of pt info provided, in the received medwatch report.